Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was using the cartridge for longer than 3 days. Tandem technical support educated the customer that this is off label. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 286 mg/dl.